Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the patient had a blood glucose (bg) of 600mg/dl with abdominal pain, nausea, and small ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and there was no damage. This report is being made due to the hyperglycemic event the patient experienced due to a power issue.